Manufacturer narrative:
Fsca number: (B)(4).

Event description:
During device preparation for the procedure, an error stating that the catheter was "expired" appeared when the catheter was connected to the precision system, there were no adverse consequences to the patient.

Manufacturer narrative:
H9: 3005334138-06/09/2022-003-r. This investigation results were previously submitted under 3008452825-2022-00484 (see below). The returned device was programmed incorrectly during manufacturing, consistent with the catheter being recognized as an expired/invalid product and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to this complaint investigation.

Event description:
Information received on 7/27 confirmed this was a duplicate event of MDR-2022-24341-01 / 3008452825-2022-00484.